Event description:
Left atrial appendage closure performed with watchman system. During procedure sheath was deflectable and valve malfunctioned causing minimal air emboli. Patient code: 1697. Device code: 2981, 3023. Ref report: mw5182616.